Event description:
It was reported that this artificial urinary sphincter (aus) exhibited mechanical issues leading to a revision surgery. The device was explanted and replaced. There were no patient complications reported.